Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm. The aortic neck was severely diseased. It was reported that there was a small proximal type 1 endoleak post implant on this pre-op ruptured aneurysm. The physician implanted aptus screws successfully resolved the type I endoleak. The physician stated cause of the endoleak was due to the severely diseased aortic neck. No additional clinical sequelae were reported and the patient is fine.